Manufacturer narrative:
Other applicable components are: product ID: neu_unknown, serial/lot# unknown, implanted: (B)(6) 2019, explanted: unknown, product type: unknown, ubd: unknown, UDI#: unknown, the patient did not specify which component was associated with the erosion. The following device information was available: product ID: 3387s-40, lot# va1nj7u implanted: 08/07/2019 product ID: 3387s-40 lot# va1nj7u implanted: 08/07/2019 product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product ID: 3708660, serial#:(B)(4), implanted: (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's deep brain stimulation was removed because it was coming through their scalp. It did not work.